Event description:
It was reported that during a da vinci s myomectomy procedure a "shard" from the endowrist prograsp instrument shaft fell into the patient. The "shard" was retrieved and the surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported. It was noted during the procedure that the maryland bipolar forceps instrument "hit" the trocar. During the procedure a cobra grasper instrument and an endowrist prograsp instrument were used, and it is unknown from which instrument the "shard" fell from. An inspection of the instrument shafts by the site revealed that the surface of the instruments were damaged. The sterile processing department and the robotics coordinator found that when they rubbed the instrument surface with their hands, "slivers" from the instrument shafts stuck in their hands.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the main tube has a section with material removal.. The damaged area includes a couple of scratch marks not aligned with the tube axis and has an .850" long, .060" wide scratch parallel to the tube axis. No other damage was found. The following medwatch MFR reports were sent to the FDA regarding this event: 2955842-2009-00333, -00334, -00335.